Event description:
During an internal review of programming and diagnostic history, it was identified that an unintended change in device settings occurred on (B)(6) 2015. The settings were not corrected on the same date: the patient left the office visit with a duty cycle less than 2% (30 sec on time and 60 min off time). It was identified that an interrupted system diagnostic test occurred that could have caused an unintended change in device settings during that office visit on (B)(6) 2015. No patient adverse events were reported. Review of manufacturing records confirmed that the programming computer and the patient's generator passed all functional tests prior to distribution. Additional information was received, indicating that the event could have occurred in another facility where the patient was seen and left the site with the setting of 30 sec on time and 60 min off time. It was reported that currently the patient's device is programmed at 2ma output current, 30 sec on time and 5 min off time. It was reported that the patient is now doing well. Attempts to obtain further details are underway.